Event description:
A family member reported that the patient experienced a blood glucose (bg) of 600 mg/dl with high ketones. The patient's bg reportedly starting elevating on (B)(6) 2011 and went up to 600 mg/dl. The patient was reportedly taken off the pump on (B)(6) 2011 and bg resolved using injections. The family member confirmed that all settings and delivery history were correct. The site was reportedly changed on (B)(6) 2011 and (B)(6) 2011 and there were no noted site issues. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.